Event description:
The customer contact reported the tp received less medication than intended. The device was returned to the biomedical engineering department for a report of, "pump set at 115 ml/hr, 115 vtbi 2 hrs later still not finished". No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.